Event description:
A customer contacted global technical service (gts) reported an issue of damaged patient line of a disposable cassette found during use. The home patient (hp)stated that her cat chewed through her patient line in the middle of the night last night. The tsr advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a damaged issue was confirmed, since it was reported that the patient's cat chewed the lines. The assignable cause was determined as an animal bite. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident.